Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be completed. There were no issues identified in the batch record review that potentially relate to this complaint. Because the issue is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the balloon catheter dissected the internal carotid artery. A stent was implanted to treat the vessel dissection. No additional information was provided.

Event description:
It was reported that the balloon catheter dissected the internal carotid artery. A stent was implanted to treat the vessel dissection. No additional information was provided.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon catheter dissected the internal carotid artery. A stent was implanted to treat the vessel dissection. No additional information was provided.